Event description:
Additional information received indicating that the right atrial (ra) lead dislodgement was confirmed via radioscopy. The ra lead was repositioned to resolve the event. There were no known patient consequences and the ra lead remains implanted. Moreover, the physician does not believe that the cause of the dyspnea was due to the ra lead.

Event description:
Additional information received indicating that the patient experienced dyspnea during the event.

Manufacturer narrative:
Additional information: b5 and h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, it was noted that the right atrial (ra) has dislodged. No known intervention has been conducted. The patient was stable with no consequences.